Manufacturer narrative:
Device evaluation: the lens was returned dry, in lens case/vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm13.2 implantable collamer lens, -12.0/+2.0/95 diopter, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016, the lens was explanted due to excessive vault, elevated iop, and significant reduction of irido-corneal angles. As of the date of MDR submission, the lens has been returned to the manufacturer but not yet been evaluated.